Manufacturer narrative:
Follow up #1 submitted date: 09-mar-2018 please note additional results code listed.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue; all keypad buttons were allegedly under responsive. There is no indication the alleged product issue caused or contributed to an adverse event. The device was returned to the manufacturer and investigation completed by product analysis on (B)(6) 2018. On investigation, the keypad cover was intact and without damage. All keypad button demonstrated normal response. There was no contamination of the keypad button contacts. Investigation did not duplicate the complaint. Unrelated to the original complaint, the display screen was noted to be dim/discolored. This report is made under the requirements of the health authority regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.